Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented after receiving an inappropriate shock from the implantable cardioverter defibrillator. The device was reprogrammed. The patient was fine before, during and after reprogramming.

Event description:
New information available on (B)(6) 2018 states that the device was explanted and replaced. No further information was available.

Event description:
New information available on (B)(6) 2018 states that, the device was explanted due to elective replacement indicator. The patient was stable.